Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The reported event was unknown; however, a check supply line alarm was identified during a review of the event history log. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no issues noted. The upon conclusion of the investigation, the cause of the issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.